Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the defibrillator was experiencing failing co2 calibration; co2 reading is between 10 to 20 instead of 40 when performing calibration. There was reportedly no patient involvement.